Manufacturer narrative:
(B)(4).

Event description:
It was reported that missing sensor wire occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2024. On (B)(6) 2024, the patient's parents removed the sensor an there was no wire, the wire was stuck in the patient´s skin. The patient was taken to the emergency room and there they performed an x-ray confirming that the wire was stuck in the skin. The doctor attempted to remove wire by making an incision but he was unable to remove the wire. 2 stitches were made to close the incision. They prescribed oral medication: ibuprofen 400 mg and bactrin ds antibiotic 800-160 mg. The patient was discharged the same day from the ER and the wire was not removed. At the time of the report the patient was still experiencing soreness and pain in the arm. No product was provided for evaluation. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Event description:
At the time of the report the patient was still experiencing soreness and pain at the insertion sight (thigh).

Manufacturer narrative:
(B)(4). B5: describe event or problem - correction to the following statement in the intitial MDR, " at the time of the report the patient was still experiencing soreness and pain in the arm." H2: correction.